Event description:
It was reported that stent dislodgement and deployment issues occurred. The target lesion was located in the native obtuse marginal (om) through a saphenous vein graft (svg) artery. A guidezilla guide extension catheter was advanced into the graft, a 2.0 x 12 emerge balloon catheter was selected to dilate the lesion. A 3.50mm x 16mm veriflex stent was selected to treat the target lesion; however, the device was unable to cross the lesion despite several attempts. The device was then removed. A guidezilla catheer was advanced again to the lesion. Another dilatation was performed using the same balloon catheter. A non-bsc stent was also selected; however, the stent was unable to cross the lesion. The veriflex stent delivery system was again advanced through the guidezilla and thought to be across the lesion. The veriflex stent delivery ballon was inflated and removed from the patient. Angiography was performed and it was noted that the stent was not fully expanded in the vessel and the stent had migrated on the shaft of the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device code # 2923 and 2906 relates to component code # 515. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).